Event description:
I have had the birth control essure for about 4 yrs, everything seemed fine for awhile then I started having weird unexplained stomach problems that include sharp pains in my abdomen that at times lead to severe vomiting, diarrhea, constant bloating, and unexplained pain. At times, it feels like there's something in the lower part of my vagina on the inside (like a small tampon) that's been wrongly inserted. Really odd feeling like there is something there, or out of place. I recently skipped a period for the first time ever unless I was pregnant. My periods have always been like clock work. I am pregnant. I get unexplained leg pains/cramps, stomach cramps, terrible hot spells, back aches out ot no-where that last for hrs. My stomach problems, and abdomen pains seem to be the most part of unexplained issues. I had an upper gi and colonoscopy done which did not detect the cause of issues I have. I have an appointment with my obgyn next week to hopefully get some answers.